Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated a false positive bhcg result on one patient sample. The initial result generated was 53.03 iu/l (>25.0 iu/l = positive). The patient sample was retested in duplicate and both results were 1.20 iu/l. The initial positive result was not reported from the lab. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Complete patient identifier is (B)(6). Patient sex is female this complaint is in relation to a false elevated result for architect total b-hcg. A review of all complaints associated with the architect total b-hcg, list number 7k78, reagent lot 23928jn00, was performed but did not identify an increase in complaint activity for this issue. Return testing was not completed as returns were not available. A review was performed on architect total b-hcg reagent kit, list number 7k78, lot number 23928jn00 to assess proficiency samples. The aim was to evaluate the performance of the architect total b-hcg assay in relation to its ability to reliably recover b-hcg in patient samples. A review of the proficiency sample data generated with this lot demonstrated that reagent lot 23928jn00 successfully generated a valid calibration curve and control results were all within package insert ranges. A review of the batch manufacturing history found no issues with lot 23928jn00. The observed discrepant patient sample result(s) may be attributed to certain limitations of the architect total b-hcg assay as outlined in the package insert: interfering substances (such as heterophilic antibodies, non-specific proteins, or hcg-like substances) may falsely depress or falsely elevate results. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). These specimens should not be tested with the abbott architect total b-hcg assay. - elevated hcg levels have been associated with some pathological conditions (e.g., trophoblastic and nontrophoblastic neoplasms) and the results of this test should not be used in the diagnosis of these abnormal states. -inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. - hcg results should always be used in conjunction with other data; e.g., patient's medical history, symptoms, results of other tests, clinical impressions, etc. Ectopic pregnancy cannot be distinguished from normal pregnancy by hcg measurements alone. - if the hcg level is inconsistent with, or unsupported by, clinical evidence, results should be confirmed by an alternate hcg method. The information presented in this complaint does not indicate a malfunction associated with the device. No product deficiency has been identified as the false elevated result was not reproducible. This information suggests that the device is performing as intended and that the issue is likely due to sample draw, preparation, handling or a limitation of the assay as outlined in the package insert.